Manufacturer narrative:
The device remains implanted; therefore, no product will be returned for evaluation. Unable to determine cause of the event.

Event description:
It was reported that the pt underwent a revision surgery to remove the crosslink, due to loosening. During the revision surgery, the surgeon could not remove the crosslink setscrews and decided to leave the crosslink implanted. No pt complications were reported.